Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿powers up and down intermittently¿. The unit was triaged and the reported issue was confirmed. The probable root cause was found the be the keypad and overlay. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 02/01/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding p ump. The customer states pump power up and down intermittently during testing. No patient involved.